Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021 a front bezel was return for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05nov2020.

Event description:
It was reported that during preventative maintenance the ventilator's navigation ring was not functioning. The customer reported that setting changes can be made via the touch screen. There was no patient involvement. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the front bezel to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.